Manufacturer narrative:
Tracking #.49797. Ees #.981267/j. Endopath dilating tip trocar: based on the info received and the functionality testing it was concluded that both instruments a & b failed to arm due to a skewed end cap weld.

Event description:
It was reported during a diagnostic laparoscopy two 355ld trocars would not arm when orange button was pressed. Two new 355ld trocars were used to complete the case. There was no consequence to the pt.